Event description:
It was reported to boston scientific corporation in 2006, that a hydra jagwire device was used on a (patient age, gender and weight unknown). According to the complainant, the "nurse was removing the balloon from the guide wire and got stuck, pulled quite hard a couple of times and then was able to bring the balloon up a bit when could not move it all, noticed the coating of the gw was stripped." The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device revealed that the wire was received stuck inside the catheter; the blue sheath was found corrugated and ripped at 21 cm of yellow and blue joint. Twenty cm of the core wire was exposed and another portion of the blue sheath was corrugated and ripped. Based on the evaluation, root caused of the reported event is unknown.